Event description:
Related manufacturing ref: 2184149-2018-00076. During an atrioventricular nodal reentrant tachycardia procedure, signals were not displayed properly on the system and the procedure was cancelled. There were no consequences to the patient and the procedure was rescheduled.

Manufacturer narrative:
The workmate claris ECG cable was not returned for analysis. The device history record for the cable could not be reviewed since the batch/serial number(s) is unknown. The cause for the reported display issue and subsequent procedure cancellation remains unknown.